Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. The 510k: this report is for three unknown screws/unknown lots. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a veterinary surgeon performed the salter¿harris ii (sh2) fracture procedure for a proximal tibia physeal fracture on a foal on an unknown date. The surgeon double plated with one (1) t-plate and one (1) pip arthrodesis plate. It was noted that the initial fracture was very unstable. The reduction after the procedure was deemed reasonable and the implant placement but good but not perfect due to there still being a slight valgus. It was noted a few days after the procedure, when the foal attempted to get up on the injured limb, the screws pulled out of the epiphyseal fragment. The epiphysis fractured through the screws of the t-plate on an unknown date. The surgeon felt that the three (3) screws implanted may have been too many and may have been too close together which may have contributed to the failure. Concomitant devices reported: 4.5mm locking t-plate 4 holes/91mm (part vp4353.04, lot h237575, quantity 1), 4.5mm narrow locking compression plate (lcp) for pip arthrodesis 3 holes/66mm (part vp4051.03, lot unknown, quantity 1). This report is for three (3) unknown screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the devices were not returned for evaluation and the part and lot numbers were not provided. Thus, the investigation was completed based on the provided x-rays. The x-rays display two implanted plates with 10 screws. The screws showed at least two different thread profiles. The plates appear to be a straight plate and a t-plate. This is consistent with the reported information. The screw heads appear aligned with the plate as intended. No device malfunction was identified when comparing the orientation of the screws to the plate. Thus, the complaint condition of back-out could not be confirmed. Replication of the complaint condition is not applicable. As the part and lot numbers are unknown a DHR review and drawing review could not be completed. With the given information a root cause could not be determined. With the give information a root cause could not be determined. The complaint condition could not be confirmed as the devices were not received for investigation and the event could not be confirmed based on the provided x-rays. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.